Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results. The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly, indicating that the knob was initially rotated. However, the trip wire was kinked. The trip wire was not secured in the handle slot and the slack on the trip wire was not removed during the device set-up. The suture was broken with one section was attached to the trip wire while the other section was not returned with the device, and the suture hole did not have any visual damage. Microscopic evaluation was performed, and it was confirmed that the ligator head teeth were undamaged and all the bands had been deployed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event of bands deploy failure was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured, and the slack was not properly removed. This can cause the trip wire to slip through the handle assembly and affect the bands deployment activity. The IFU states, "take up slack by pulling proximal end of trip wire on handle unit. The pulling loop of ligating unit will advance into working channel of endoscope. Verify that the trip wire does not fall into the gap between the handle unit spool and bracket. Pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit". Additionally, the trip wire was found to be bent. Based on the condition and evaluation of the returned device, the kink in the trip wire was likely generated during handling and manipulation of the device during set up or when rotating the handle during the procedure. Taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. According the complainant, during the procedure, the band could not deploy. Reportedly, there were no difficulty experience when setting up the device. The procedure was completed with antoher speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. According the complainant, during the procedure, the band could not deploy. Reportedly, there were no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.